Event description:
Customer called to report air bubbles in insulin pump's reservoir and tubing. It was also reported that there is a leak in the reservoir/tube and that there is fluid in the insulin pump. Customer stated there is no flow of insulin. Customer's blood glucose reading was 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).